Event description:
The nurse found a leak from the y-type tur bladder irrigation set during patient use. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual and functional tests were performed and the leak was confirmed. The leak was determined to be due to small hole in the upper seal. An assignable root cause could not be determined. A batch review could not be completed because the lot number is unknown.